Manufacturer narrative:
Thrombus is a known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that pipeline flex device was intended to be delivered from the m1 into the ica, but the deployed the device into a branch off of the m1. The device was placed, and the cases ended. 1 hr later the patient was brought back to the lab with a thrombus distal to adjacent. The patient was given integrillin and is still on integrillin drip. The pipeline device covered the aneurysm but jailed off the m1-m2. Very sluggish flow and was put on integrillin drip and transferred to patient¿s room. The patient is currently doing well. The devices were prepared and used per the instructions for use (IFU). Ancillary devices: 6fr shuttle, navine 058 115, phenom 027, asahi 10. This event occurred during the treatment of a supraclinoid, right, saccular ica aneurysm. The max diameter was 18mm and the neck was 8mm. The distal landing zone was 2mm and the proximal was 4.5mm. The vessel anatomy was moderate in tortuosity.